Manufacturer narrative:
Exact date unknown, event occurred several years ago from date manufacturer was made aware. Explant date: ni. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith effort. The explanted ipg and leads will not be returned.